Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed displacement test, self test, rewind, prime or seating, basic occlusion, force sensor test and occlusion test. Device properly connected to the guardian link 3 and green test plug. No communication anomaly noted. Device received with pillowing keypad overlay, minor scratches on case, cracked keypad overlay and broken belt clip rails. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experience high blood glucose. The customer¿s blood glucose level was 400 mg/dl, 444 mg/dl, 293 mg/dl, 130 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was active. Based on customer¿s report customer did not allege under delivery. Customer was treated with insulin pump. Customer was neither in emergency room, nor admitted into hospital. Insulin pump had multiple pump error alarm and customer perform high pressure test and it was passed. The insulin pump will be returned for analysis.